Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant ruptured", " significant stress, anxiety, and physical discomfort", "risk of inflammation, while my chest became red, inflamed, and my body temperature rose significantly", "fibroadenosis of the mammary gland", "oval-shaped lymph node", "deformation of the breast implant", "isolated hypointense wavy lines", "gels along the fibrous capsule (symptom of rupture) reaching the lower pole and/or the hydrogel of the axillary recesses", "marginal seroma is visualized", "small amount of periprosthetic effusion", "intracapsular damage to the posterior contour" and " damage to the implant was recorded by means of an MRI scan". This record is for the left side. Device remains implanted. Device will not be returned.